Event description:
The pumphead leaked during the bypass. The unit was changed out. No pt injury or further complications occurred as a result of this event. The pt is reported to be in stable condition. No further info is available.